Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. The rdf analysis showed that the donor height and weight were entered correctly, but the gender was entered as male, instead of female, causing a higher than normal tbv value to be entered. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer requested the run data file be analyzed for a triple platelet procedure, to investigate the cause for a higher than normal tbv entry. The procedure was run and completed without issue. The donor exhibited no symptoms of ac reaction and no medical intervention was required for this incident. This report is being filed due to operator error that has the potential for injury.